Event description:
It was reported that syringe plastipak 10ml s/su stopper was bent. The following information was provided by the initial reporter: the syringe retaining stopper is bent.

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. This is the 1st related complaint for stopper defective on the provided lot number. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe plastipak 10ml s/su stopper was bent. The following information was provided by the initial reporter: the syringe retaining stopper is bent.